Manufacturer narrative:
(B)(4). Date sent: 4/26/2016 information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the titanium tip broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.